Event description:
A hospital in another country, reported that the ventilator issued a leakage alarm while using an rt340 adult breathing circuit. The hospital reported they found a hole on the connector that connects to the y piece. When the hole was covered, the ventilator stopped alarming and the leakage was stopped. No patient consequence was reported.

Manufacturer narrative:
The product referred to in the event description is not sold in the USA, but it is similar to a product which is sold in the USA. The lot dates involved in this complaint were: 080910, 080924 and 081016. The device MFR dates were: 9/10/08, 9/08/24 and 10/16/08. We are currently investigating the returned breathing circuits. Lot checks revealed no other similar complaints for these lot numbers. We will provide a follow up report.